Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms number 617147. Manufacturing device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. A visual inspection found the tamper seals intact, and the device in good physical condition. A review of the event history log identified motor not running in the history. Functional testing using the occlusion test duplicated the reported problem. Motor not running was found during the occlusion test. The problem was that the stepper motor did not operate as intended. The root cause of the failure was normal wear. The motor was over 10 years old. To resolve the problem, the stepper motor and old style motor bracket were replaced. The leadscrew and clutch halves were replaced as a preventive measure. No information has been provided to date.

Event description:
It was reported that the pump motor was not running. No additional information is available. No patient injury was reported.